Event description:
It was reported the pt is not receiving adequate coverage. Attempt to gather additional info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.